Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was reported as loosening. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. This evaluation is limited in scope as the item associated with this investigation was not returned to djo surgical. The surgery was completed as intended and without incident. Patient was implanted with zimmer biomet implants and cobalt bone cement. Given the limited information, a search of djo records for an invoice of the primary surgery produced no results. Because of the acquisition by djo surgical, an extended search of zimmer biomet records cannot be conducted. Any records, that have not been forwarded by zimmer biomet, will not be made available. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to device loosening. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery due to patient loosening.

Manufacturer narrative:
The reason for this revision surgery was reported as loosening. With the revised date provided, in vivo time of the 402283 (cobalt g-hv bone cement 40g) is 1.8 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available. The revision surgery was completed as intended and without incident. The device was disposed of at the hospital and not made available to djo surgical for examination. The surgery was completed as intended and without incident. Patient was implanted with zimmer biomet implants and cobalt bone cement. Given the limited information, a search of djo records for an invoice of the primary surgery produced no results. Because of the acquisition by djo surgical, an extended search of zimmer biomet records cannot be conducted. Any records, that have not been forwarded by zimmer biomet, will not be made available. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to device loosening. Initial right total knee arthroplasty performed (B)(6) 2017. Subsequently, the patient was revised on (B)(6) 2019 due to pain, difficulty ambulating, and tibial/femoral component loosening. It was confirmed that lot number of the bone cement used during the initial procedure had been recalled. During the revision, it was noted that the tibial component had subsided with sclerotic bone and fibrous tissue under the implant. The tibial and femoral components were grossly loose and exchanged without complication. There are no indications of a product or process issue affecting implant safety or effectiveness.